Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the patient developed a hematoma of 6 cm or less in recovery. Manual pressure was applied for 30 minutes or less in an attempt to resolve the hematoma. The patient had a vagal response (vasovagal response) to the manual pressure. A femostop was placed to resolve the hematoma. No antibiotics were given as a result of the event. The patient was noted to be fine after the event. There was no additional care required relating to the sheath site. There were no additional medications given. The patient was not hospitalized. Procedure type: intervention coronary vessel size: 7 mm sheath size: 7f stick location: low.